Event description:
Patient reported obtaining back-to-back blood glucose results, of 350 mg/dl and 26 mg/dl on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed, by the pharmacist, and both were out of range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the comfort curve test strip.